Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective reference valve. The fse replaced the reference valve to resolve the issue. The beckman coulter internal identifier is (B)(4). Attachment: [(B)(4).pdf].

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer provided data for eleven (11) patient samples.